Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device, error codes related to the internal li- battery was found in the ventilator's downloaded error log. The internal/detachable battery will need to be replaced to address the reported issue/malfunction. Additional findings not related to the malfunction/issue include missing feet. The customer requested no repairs be done at this time.